Event description:
It was reported that the cursor did not match the stylus position. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the reported event. The cursor did not match the stylus position because the stylus was damaged, so it was replaced. (B)(4).